Event description:
Reference MFR report number: 3006705815-2019-01892.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report number: 3006705815-2019-01892. It was reported that the physician was unable to implant the patient's trial lead on (B)(6) 2019 due to patient anatomy constraints. As a result, the procedure was abandoned.

Manufacturer narrative:
Incorrect birthday inadvertently reported in initial.

Event description:
Reference MFR report number: 3006705815-2019-01892.